Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest and displacement test. Unit was monitored for 24 hrs and no blank display anomalies noted. Power connector plug in and locked in place properly. Hardware low level failures (variable 3) was confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly. Unit received with scratched case and pillowing keypad overlay. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had blank display. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated the contact on the battery cap was not missing or damage or corroded. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer stated the display return after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.